Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Foreign - (B)(6). On (B)(6) 2018, it was reported that the device does not work properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(4) 2016 where it was reported that the device did not cut well and the device was recalibrated. This is not a related issue. Product review of the skin graft mesher by medicrea on october 4, 2018 revealed that the comb was bent. The calibration and sample mesh could not be taken due to the damaged comb. No ratchet or cutters were returned for evaluation. The skin graft mesher was not repaired and returned to the customer. The customer purchased a new mesher. The reported event was confirmed since during the product review it was noted that the comb was bent. The calibration and sample mesh could not be performed due to the damaged comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. The calibration and sample mesh could not be performed due to the damaged comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher does not work properly. There was no harm and no delay. Investigation revealed that the comb was damaged.